Event description:
The lay reporter / grandmother contacted lifescan (lfs) alleging that after she repalced the batteries on her grandaughter's ultrasmart meter, the meter only shows a backlight and a shadow when it is powered on. The bottins on the meter do not respond when pressing them. On the evening of may, 2006 the pt felt shaky and tried to test on the meter, however, was unable to obtain a reading. Due to her symptoms the pt ate food and/or drank a beverage after attempting to use the meter. The pt did not seek med attention or contact her physician for advice. She was not tested on another meter. The meter has not been dropped, customer care advocate (cca) was unable to resolve the issue and sent did a field exchange with a local pharmacy. No further clinical info was provided. The complaint is being reported since the pt was unable to test when experiencing symptoms that may suggest she was hypoglycemic.